Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during anterior cruciate ligament surgery the screw broke during insertion. No complications or impact to the surgery was noted. No additional information is available from the event.

Manufacturer narrative:
The complaint was confirmed based on the returned product evaluation. Visual examination of the returned product identified the gentle thread fractured between the 3rd and 4th threads from the tip of the screw. Review of the device history record identified no related deviations or anomalies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.